Manufacturer narrative:
There are no allegations or adverse consequences against the femoral head. However, since it is part of a recall, the head is being reported for malfunction. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient fell and fractured left hip. Sent to ER and revision hip replacement was done. Periprosthetic bone fracture, proximal femur extending distally. No device failures were reported as cause or contribution to patient's fall.